Event description:
This lead was implanted on (B)(6) 2008 remains implanted at this time. This lead is noted due to an alert of high shock lead impedance that was detected on (B)(6) 2013. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)